Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue; short battery life. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: during investigation, the black box showed evidence of a short battery life with sudden voltage drop leading to a cs 177 warning. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and all the currents readings were above specification. The reported "short battery life" complaint was duplicated. The pump's cover was removed and there was intermittent condition found due to a cold solder connection at the inter-board gold pin. All currents readings returned to specification after unplugging the cgm module flex..